Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide shock when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. The device was archived by stryker. Stryker product analysis center further evaluated the device and determined that the cause of the reported issue was due to smd switch sw8, which appeared to be exposed to excessive force.

Event description:
A customer contacted stryker to report that their device would not provide shock when attempted during patient use. There were no reports of adverse effects to the patient as a result of the reported event.